Event description:
Hill-rom has received a report that alleged that the vest may have caused a pt's l3-l4 disk injury; however, the pt later clarified that the vest only exacerbated the pain associated with an existing l3-l4 disk injury unrelated to vest usage. Although no allegation of a malfunction was received, the unit was evaluated and no functional abnormalities were observed. The unit functioned and tested according to specification.

Manufacturer narrative:
Although no allegation of a malfunction was received, the unit was evaluated and no functional abnormalities were observed. The unit functioned and tested according to specification.